Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced difficulty seeing blood glucose readings on the ilet and that a prefilled fiasp pumpcart cartridge became loose, indicating a fitting problem with the reservoir component. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a mechanical problem associated with the reservoir component consistent with a fitting issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.